Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reas1928 showed six other similar product complaint(s) from this lot number. The complaints for this lot number (reas1928) have been reported from the same facility.

Event description:
It was reported by the nurse to the sales representative that a 5 fr triple lumen PICC had become malpositioned after confirmed appropriate placement of the lines. On 9/9/2016 - facility reports this event occurred on a (B)(6) female who was intubated for bilateral pneumonia and has a history of rheumatoid arthritis. The PICC was placed on (B)(6) 2016 in the right basilica vein and verified with sr6. It was reported that on (B)(6) 2016, the nurse was unable to flush or get a blood return. A chest x-ray showed the PICC tip coiled in the right ij with the tip in the brachiocephalic vein. The nurse was unable to flush the PICC down into the svc. The facility states that potential contributing factors for the malposition included the patient being intubated with a frequent cough.